Event description:
Clinical study. It was reported that 174 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 3.50mm, 80% stenosed, portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.50x24mm drug eluting stent in the prox rca. There were no reported complications. The pt was discharged the same day on plavix and aspirin. On hundred seventy-four days after the initial procedure the pt expired as a result of a cardiopulmonary arrest. There was no autopsy. The relationship of the pt's death to the target vessel is unk.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.